Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a rib fixation procedure, the 90-degree screwdriver would not work when inserting an unknown screw. The procedure was completed successfully, and the surgeon used a different unknown screwdrivers. There was a surgical delay five (5) minutes and there was no patient consequence reported. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. This is report 6 of 6 for (B)(4).